Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2003: the patient underwent discography of l2-3, l3-4, l4-5, and l5-s1 and c5-6. The patient underwent the CT scan of the cervical spine with sagittal and coronal. Impression: disk degeneration changes at c5-6 with extension of contrast into the annular portion of the disk. There was also evidence for some extravasation of contrast at this level. Borderline spinal stenosis with right lateral recess narrowing at c5-6. Spinal stenosis of c4-5 as a result of posterior protrusion of disk material. Degenerative changes at the lower cervical spine. Old posttraumatic changes at the spinous processes of c7 and t1. Per the cervical spine two views x-ray. Impression: disk degeneration changes noted on post diskogram imaging at c6. Degenerative changes at the mid and lower cervical spine with some reversal of usual lordotic curvature. Posttraumatic changes of old fracture at the c7 spinous process. The patient underwent CT scan of lumbar spine with sagittal and coronal. Impressions: disk degeneration changes at l3-4, l4-5 and l5-s1 with unremarkable post diskogram appearance of the disk at l2-3. Postsurgical changes at the lower lumbar spine. Degenerative changes at lower lumbar intervertebral vertebrae. No spinal stenosis identified on the post diskogram imaging. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.